Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. Subsequent follow-up indicated that the patient was deceased; however, no further information could be obtained after multiple attempts.